Event description:
The Mainstay Medical Limited (MML) representative received information from the physician that the patient developed a confirmed infection, which led to the explantation of the ReActiv8 system. No MML representative was present during the explant procedure.According to the physician, the infection originated at the implantable pulse generator (IPG) site. The patient was treated with antibiotics; however, the infection subsequently spread to the lead midline incision. The specific antibiotic administered was not disclosed. As a result of the infection, the physician elected to explant the entire system, including the IPG and all leads. Although the infection was confirmed, the physician did not provide the infection type.During device removal, one lead fractured; however, the physician successfully retrieved the remaining lead fragment. No explant tool was used during the procedure.The explanted IPG and leads were not returned to MML; therefore, no device evaluation could be performed. A review of the device history record, including sterilization records, was conducted and identified no relevant nonconformances.

Manufacturer narrative:
MML # (b)(4).Other device explanted. Mode: 8145, Description: ReActiv8 Implantable Stimulation Lead, SerialNumbers: (b)(6),UDI #s: (b)(4). "This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026."